Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The report represents the valve used in the case. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate pvl was due to the valve being undersized for the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in the (B)(4), per "hot off the press: tavi today 2018", a 20mm sapien 3 valve was implanted, however was found to be undersized. The valve was post-dilated with an additional 2ml of inflation volume and the end result was mild pvl. After 15 minutes, the patient presented an episode of hypotension and a wire perforation was suspected. Emergent or with repair of the pl-wall tear was performed. During a follow-up tee three weeks later, moderate to severe pvl was observed. The valve was post-dilated using 22mm and 24mm true balloons. Then a 23mm sapien 3 valve was implanted within the 20mm sapien 3 valve. The end-result was good with no leak. At last report the patient was doing well.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-01366.